Event description:
Covidien received information stating that an 840 ventilator had an erratic display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only and performed the device evaluation. The unit passed all testing and operates within the manufacturing specifications. (B)(4).